Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to remove two everest fenestrated screws at l2 for an unspecified reason. This report captures the first of two screws.

Event description:
A patient was revised to remove two everest fenestrated screws at l2 for an unspecified reason. This report captures the first of two screws.